Event description:
Information received from the field does not address the patient's clinical status but notes that prior to a lead replacement, the device was interrogated to check the patient's underlying rhythm. The device was found to be in back-up operation.